Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a percutaneous coronary artery stenting treatment procedure, myocardial infarction and thrombosis occurred. In (B)(6) 2010, the patient presented due to acute onset of chest pain with abnormal ECG and was diagnosed with an st segment elevation myocardial infarction (stemi). Index procedure was then performed. The patient received a peri-procedural loading dose of study medication prasugrel, 60 mg. Vascular access was obtained via right femoral artery with a 5fr sheath. The 100% stenosed target lesion was an in-stent restenosis of an implanted non-bsc stent located in the thrombotic proximal left anterior descending artery. Following angiographic confirmation, a 0.14 non-bsc guide wire was used to cross the lesion and pre-dilation was done using a 2.5mm x 20mm balloon catheter at a nominal atmosphere. Clot extraction was made with a 3mm non-bsc extraction catheter and additional dilation was done using a 3.5mm x 20mm balloon catheter. The physician then deployed a 3.5mm x 28mm taxus liberté stent. Post procedure residual stenosis revealed 0% with timi iii. Three days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with acute myocardial infarction with st elevation and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography revealed the presence of a complete occlusion at the ostium of the previously placed taxus liberte stent. Vascular access was obtained via right common femoral artery with a 6fr introducer sheath. After a non-bsc guide wire was used to cross the lesion, thrombectomy was performed and the physician treated the lesion with direct stent placement of a 3.0mmx20mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Three day post procedure the patient was discharged on medications.